Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 25 mg/dl. The customer was treated by paramedics. Customer went low because he decided to sleep in and he did not have his breakfast. Customer most recent blood glucose was 93 mg/dl before he had dinner. Customer is a brittle diabetic per his wife.